Event description:
It was reported the screen on quick bolus button is becoming unresponsive. Customer reportedly has to press the button 2-3 times before the pump responds. The pump illuminates when plugged into a power source. Customer's blood glucose level was not impacted.